Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of received problem description. Service report and device's log files were not provided. The ventilator was investigated by our fse (field service engineer) on site and it was found out that the o2 cell required replacement. Functional tests were carried out with positive results. According to received information it is concluded that the o2-cell was the cause of the reported issue. However, due to lack of information needed for the root-cause analysis, i.e. Complaint goods and log files, we have not been able to identify the root cause of the report issue.